Event description:
Donatelle, beohar, et al. - a literature article was published in the journal of invasive cardiology on 05 october 2022. The article indicated the following: a retrospective analysis of consecutive patients undergoing coronary orbital atherectomy (oa) treatment of severely calcified lesions, from january 2014 to september 2020 at a single facility, was completed. A total of 609 patients underwent oa. Results show 0.5% severe dissection and 0.8% perforation rates post-oa in the non-aortic stenosis patients.

Manufacturer narrative:
The device history record for the reported oad could not be reviewed as the lot number was not provided. If the lot number is provided, a DHR review will be performed. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Manufacturer narrative:
Csi ID: (B)(4).